Event description:
The manufacturer representative reported high impedances on all electrodes. The hcp replaced the extension. The hcp also replaced the neurostimulator due to battery depletion.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.